Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2019, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. External insulation abrasions breaching outer insulation and exposing the outer coil were noted at 4.9-5.3 and 8.8-9.1 cm from the connector pin consistent with lead friction to the device can. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 38.4-38.7 cm from the distal tip. All other damage found was sustained during the surgical procedure. The cause of the reported event was isolated to the abrasions.